Manufacturer narrative:
Updated fields: b4, d9 (device available for eval), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected fields: e3, h6 (medical device ¿ problem code) a getinge field service engineer (fse) was dispatched to the site to evaluate the unit. Upon arrival, the fse performed fiber optic test and the result was normal. There was no recurrence of equipment failure, no part replacement was performed. An operation check was performed based on the inspection record sheet and the result was good, so it was returned to the hospital.

Event description:
N/a

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) unit's blood pressure waveform from the optical sensor disappeared, and a message indicating a faulty optical sensor appeared. There was no patient harm reported.